Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the physician noticed air bubbles in the flush line of the sheath during aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was disposed.